Manufacturer narrative:
Based on the available info, we cannot confirm that the device was a factor in this event. Phillips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that due to a printout from the fetal monitor, a potentially unnecessary c-section was performed.